Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. It is unknown which lead portion was left implanted. Hence, both leads are being reported.

Event description:
Related manufacturer reference number: 1627487-2020-23750. It was reported that during an explant procedure on (B)(6) 2020 (reference: related manufacturer reference number 1627487-2020-23746, 1627487-2020-23747 and 1627487-2020-23748) a portion of one of the leads could not be removed because it was too tightly attached to the tissue. As such, the physician cut the lead and left a portion of the lead implanted. No further intervention planned at this time. The leads were implanted in 2014. Exact implant date unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: brand name, model number. Additional information: - date of implant.